Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: gel mentor breast implant of unknown type. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation primary with gel mentor breast implants of unknown type and experienced rupture on the right breast implant, bilateral pain and tenderness. Patient had an ultrasound that confirmed a rupture of the right breast implant. As a result, the patient had undergone explantation on (B)(6) 2019. This medwatch is for the left breast implant.

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the facility phone number is (B)(6). Facility name is (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the catalog numbers were 3543257, the lot numbers were 159420. The date of explantation was (B)(6) 2019. The name of the affected devices are gel mentor memorygel breast implant 325cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).